Event description:
It was reported while using bd micro-fine¿+ insulin syringe 0,5ml 0,33mm (29g) x 12,7mm u-100 10x10count black particles where found in the syringe body. The following information was provided by the initial reporter: I¿m sorry to report one of our clients has sent a complaint regarding bd micro-plus mkv u100 0.5ml 324824 (29g1/2). Batch number: 9343356. Please see below photos, the complaint is regarding the black particles in the syringe body.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported while using bd micro-fine¿+ insulin syringe 0,5ml 0,33mm (29g) x 12,7mm u-100 10x10count black particles where found in the syringe body. The following information was provided by the initial reporter: I¿m sorry to report one of our clients has sent a complaint regarding bd micro-plus mkv u100 0.5ml 324824 (29g1/2). Batch number: 9343356. Please see below photos, the complaint is regarding the black particles in the syringe body.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.